Event description:
Related manufacturer report number: 2017865-2022-21588. It was reported that the patient presented to the emergency room with bradycardia. Failure to capture and failure sense was exhibited by the right ventricular lead. A chest x-ray confirmed that both the right atrial and right ventricular leads were dislodged and located in the atrium. Both leads were successfully repositioned on (B)(6) 2022. The patient was stable throughout.